Event description:
It was reported that "pressure value shown on the patient monitor became lower on the first day of use¿. Further follow up with the customer indicated that around 2:20 pm, the systolic arterial pressure dropped to around 60 mmhg. The vasopressor was infused, but there was no response. The roller clamp was fully released, but the blood pressure did not rise. However, the blood pressure rose to 120mmhg to 130mmhg when customer flushed the flotrac unit. There was no problem zeroing before use. The patient monitor used with the flotrac was nihon khoden monitor.

Manufacturer narrative:
We received one flotrac sensor with the attached pressure tubing set and a detached IV and additional pressure tubing set for examination. The IV set was coiled with an attached paper band and the tubing was cut just proximal from the drip chamber. There was no error message observed on the vigileo or pressure monitor. The flotrac sensor and dpt zeroed and sensed pressure accurately on a vigileo and pressure monitor respectively. Electrical testing showed that both input and output impedance were within specifications. Zero-offset also met specification per the IFU. In addition, no visible damage was found from the supercomal cable connector. Although the event could not be confirmed during analysis, it is possible that some other procedural factors may have occurred which could not be duplicated in our laboratory setting. Lot number was not provided, therefore review of the manufacturing records could not be completed. No actions will be taken at this time. The flotrac IFU provides the following information and guidance related to abnormal pressure readings: caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify sensor function with a known amount of pressure before instituting therapy.